Event description:
New information received notes that no resolution was performed. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false tachycardia detection by the device was observed via remote transmission.